Event description:
Boston scientific received information that approximately two weeks post implant, this right ventricular lead displayed intermittent loss of capture. In addition, muscle stimulation was observed. An x-ray revealed this right ventricular lead was dislodged. A lead revision procedure was performed. This lead was repositioned and remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead was repositioned and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.